Event description:
Facility staff were conducting routine device testing using standard paddles. Reportedly, the device failed testing. The reporter was contacted by the staff for device service. The reporter observed that a pin had broken off the standard paddles connector and remained in the device therapy connector.